Manufacturer narrative:
Analysis was normal. No device problem found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device preparation, the implantable cardiac monitor was not at full battery life after a firmware update. The device was not used. There was no patient involvement.